Event description:
The customer reported to the philips response center (rc) that the device displayed system failure cycle power with error code 10003. This is a condition that could impact the delivery of therapy. The device is used for training only. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported to the philips response center that the device displayed system failure cycle power with error code 10003. This is a condition that could impact the delivery of therapy. The device is used for training only. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.